Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a yellow, greasy residue on the cleaning brush, which did not clear after repeated cleanings with new brushes. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9 - date returned to mfg, h4, h6, h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the yellow greasy residue on cleaning brush or white residue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.